Manufacturer narrative:
This supplemental report is submitted to document the findings and conclusions of the legal manufacturer's final investigation. Additional information: d9 the affected device was returned to olympus america inc. And underwent physical inspection. Following a thorough evaluation of the returned device, the reported malfunction ¿ specifically, scope communication error ¿ could not be confirmed. Based on the findings of the completed investigation, and given that the reported device malfunction was not confirmed during physical evaluation of the returned device, a definitive root cause for the reported event could not be established should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchofibervideoscope had a scope communication error. The error occurred during inspection for use. There were no reports of patient involvement.